Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h6, h11. Corrected fields; d4(UDI). The fse replaced compressor and drive manifold and the unit passed all performance and function tests. There was no patient involved.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit fail drive man test. There was no patient involvement reported.